Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, the groin access was obtained, and heparin was administrated, approximately 100 units per-kg. The transeptal access was obtained, the appendage angiogram was taken, and the closure device size was selected. The closure device was positioned in the appendage and as position, anchor, size and seal (pass) criteria was evaluated, a semi-mobile thrombus was noted on the tip of the was sheath. An additional 3000 units of heparin were administrated, for a total of 11,000 units. The activated clotting time (act) was 198 seconds after the 11,000 units of heparin. The pass criteria were met, and the closure device was released. The was sheath was aspirated, and no clot was noted on transesophageal echocardiography (tee). The was sheath was removed from the left atrium, the follow up act was 193 seconds, and an additional 3,000 units of heparin were administrated. Neurological assessments were performed post procedure, with no abnormalities observed. The patient is expected to fully recover.